Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Analysis indicated that the distal lv (low voltage) electrode of the lead was covered in blood. Analysis also indicated that the helix of the lead was extrinsically bent and the helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during placement of the right ventricular (rv) lead, the lead "would hardly capture." High/unstable thresholds and undersensing were also noted. It was suspected that the lead integrity may "have been compromised at the site of venous access and the tortuosity involved with lead manipulation proximal to the superior vena cava area." The lead was attempted but not used and an alternative lead was placed. No patient complications have been reported as a result of this event.